Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to recurrent hematoma and extrusion. Available information received states that the reported delayed and recurrent haematoma was not associated to any trauma or infection. Despite proper fixation, the device was found unstable at implantation. According to the clinic report, a foreign body reaction against the device developed and finally lead to skin breakdown and device exposure. Although hypersensitivity and foreign body reactions are less commonly reported etiologies of extrusions, they are still possible. In such cases, the extrusion is usually delayed in time and hyperproliferation of scar tissue might exerts forces on the device, leading to excessive pressure on the overlying skin. This is a final report.

Event description:
The doctor has been following up with the recipient recently. He presented in the clinic in (B)(6) 2021 with a _bubble_ over his implant site without any reported trauma. However, the hematoma was drained at that time. The recipient consulted with doctor again in (B)(6) 2021 with a small hematoma present over the implant but the skin was flat and no aspiration was required. In (B)(6) 2022, the recipient met with doctor again due to a re-accumulation of fluid on the implant magnet. It was aspirated again but with a re-accumulation of the hematoma noted on (B)(6) 2022 and (B)(6) 2022 when his coil would not connect to his implant. Last (B)(6) 2022, the audiologist could not proceed with the upgrade to rondo3 due to a scab over his implant. The recipient was seen again on (B)(6) 2023, the implant was removed as it was visible under the scab. Electrode lead was left in place for future re-implantation. The recipient has been explanted.

Event description:
The doctor has been following up with the recipient recently. He presented in the clinic in september 2021 with a bubble over his implant site without any reported trauma. However, the hematoma was drained at that time. The recipient consulted with doctor again in november 2021 with a small hematoma present over the implant but the skin was flat and no aspiration was required. In (B)(6) 2022, the recipient met with doctor again due to a re-accumulation of fluid on the implant magnet. It was aspirated again but with a re-accumulation of the hematoma noted on (B)(6) 2022 and (B)(6) 2022 when his coil would not connect to his implant. Last december 2022, the audiologist could not proceed with the upgrade to rondo3 due to a scab over his implant. The recipient was seen again on (B)(6) 2023, the implant was removed as it was visible under the scab. Electrode lead was left in place for future re-implantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.